Manufacturer narrative:
Additional information was received that the patient's symptoms have resolved. No further action will be taken.

Event description:
A report was received that the patient was experiencing chronic discomfort at the lead incision site. It was determined that the discomfort was being caused by the clik anchors. The patient was prescribed lidoderm patches. The physician will follow up with the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient was experiencing chronic discomfort at the lead incision site. It was determined that the discomfort was being caused by the clik anchors. The patient was prescribed lidoderm patches. The physician will follow up with the patient.